Event description:
It was reported that the pt experienced a shocking or jolting sensation. He felt pain on the left side of his face up into his head where the leads are implanted. His symptoms began last friday. He was at home in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).